Manufacturer narrative:
Investigation: the surgeon completed the case using flouro for the last screw and re-did screws at s1. The patient was reported to be in a stable condition and was discharged on (B)(6) 2025. Quality compliance will continue to monitor for similar reports.

Event description:
During navigation using 7d surgical flash imaging while placing the last screw for a segmental l4 registration, the surgeon made a lateral hole and was asked to look at the screen to confirm that it was accurate. He then made a new hole and appeared to put the screw into the initial lateral hole. The surgeon proceeded to take screw out which lead to the patient starting to bleed hitting an artery. Based on discussion with the surgeon, this event is not thought to be the fault of navigation. The surgeon suggested that the patient may have had abnormal anatomy.